Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported there was a "problem" with the device and "it wasn't working at all." The patient stated that starting around (B)(6) 2015, they had been leaking. A loss of therapy was noted. It progressively got worse the last two months and the patient was "totally incontinent." Stimulation was felt by the patient and it would be painful if the setting was increased. The patient did not want to try one of the other three programs until they spoke with their doctor. It was noted that the patient had a urodynamic study done, but had not received the results yet. The patient also stopped drinking (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.